Event description:
It was reported that during a ptca and stenting procedure, while attempting to cross a tortuous vessel in the mid right coronary artery (rca), the liberte stent came off the balloon. The stent migrated down into the distal portion of the rca. The physician performed a crushing technique. Another of the same devices was used successfully, and pt status was reported as "okay".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available, a supplemental medwatch report will be filed. The mfg records for top assembly batch 6973656 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. There is one other complaint related to this batch number.